Event description:
It was reported that no delivery alarms were received on the customer's insulin pump. The patient's blood glucose was 421 mg/dl, which was treated with 10 units of insulin. The customer performed a 5.0 unit fixed prime. Insulin exited and the insulin pump alarmed no delivery. The customer was then advised to remove the reservoir from the insulin pump and to disconnect and reconnect the reservoir and infusion set at the tubing connector, and push insulin through the tubing. Insulin did not exit the tubing and there was greater than normal resistance with the plunger push. It was explained that there was a connection issue between the infusion set and reservoir, causing the no delivery alarm. It was advised to replace infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).